Manufacturer narrative:
(B)(4)

Event description:
Ref mw5040397.

Manufacturer narrative:
Manufacturer's report date: 04/14/2015. (B)(4). Pcu event logs were not returned. The pump module logs contain only limited information about the programming of the device and error messages. The date and time of the event was not reported by the customer. What was reported was the occurrence of an air in line alarm before the module was turned off. The infusion was started on (B)(6) 2015 at 2:50 pm with a rate of 200 ml/hour. The module was paused twice during the infusion and each time was restarted. The module displayed two air in line alarms during the infusion with the last alarm occurring prior to the module being powered off at 3:25 pm. Visual inspection identified a broken platen at the lower hinge bracket. Rate accuracy testing was then performed and the device was found to be out of specification. The platen was replaced and the device passed rate accuracy testing. The proximate cause of the reported over infusion was determined to be the result of damage to the lower hinge bracket of the platen. The root cause of the damage was not determined.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that 25,000 units of heparin rapidly infused and upon inspection of the device damage was found to lower door hinge area of the bezel, door upper hinge pin was damaged. There was no alarm indicating a free flow situation until the bag ran dry and an air in line alarm occurred. There was no report of patient harm or medical intervention. Although requested, no additional patient/event details were provided.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.